Event description:
Reporter alleged obtaining discrepant blood glucose values of 358 mg/dl, 146 mg/dl, and 206 mg/dl back to back within 10 minutes on the aviva system. Reporter stated she then took her normal 2 units of humalog insulin and ate breakfast. Reporter stated that within 10 minutes of the first set of back to back results, she obtained an additional comparison of 458 mg/dl, 166 mg/dl and 179 mg/dl back to back within 10 minutes on the same system. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.